Manufacturer narrative:
Eval summary: this MDR was filed prior to receiving the product. Investigative analysis of the returned device revealed that the proximal seal was delaminated. Clinical analysis of the returned product concluded that the balloon iis unlikely to separate from the shaft as long as one seal is intact. Therefore, final analysis concluded that this complaint does not meet co's MDR criteria because it is unlikely that serious injury or death would occur with this type of product issue.

Event description:
It was reported that the balloon separated from the shaft. This occurred when it was withdrawn through the rhv, after successfully crossing the lesion twice. No pt injury was reportedly associated with this event.